Event description:
It was reported the customer's drive support cap was loose. The customer stated they had pushed the drive support cap while they were disconnected. Customer also stated their insulin pump was not dropped. The customer was advised to use their back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).